Event description:
The director of biomedical engineering stated that a health care professional (hcp) reported that the sps 550 device had an fl02 failure during pt use, resulting in greater fluid removal than was programmed. More than 2kg were removed, while the device was programmed to remove 1.1kg. Reportedly, the pt was feeling sick and had cramping during the hemodialysis treatment. No further info has been made available regarding set-up of equipment, medical intervention, if any, or pt outcome.